Manufacturer narrative:
(B)(4). Analysis of the extension found the conductor at the proximal end of the extension was broken. Conductor #2 was broken 1.65 cm from the proximal end at the connector #2 crimp sleeve.

Event description:
A health care provider (hcp) reported via a manufacturing representative that during a routine stage two procedure, impedances were checked and an open circuit was found on electrode two of the left extension. The connections of the lead and extension and the extension and implantable neurostimulator (ins) were checked, but the problem was not resolved. The impedances of just the lead were checked and all impedances were normal. The extension was moved to the other ins port and the open circuit moved to electrode 10, suggesting there was an issue with the extension. During these processes, electrode zero was damaged. The damaged extension was explanted and replaced. After the extension was replaced, impedances were measured to be normal and the issue was resolved. There were no issues with the patient and the patient was alive with no injury.